Event description:
It was reported that the 9800 system has no image when trying to fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a pushed in pin on the lemo connector. Repaired the lemo connector. The system was tested and found to be working as intended and placed back into service.